Event description:
It was reported that the bd alaris smartsite gravity set had an occlusion. The following information was provided by the initial reporter: failure of needle free valves x 2 on smartsite gravitiy set. Could not inject via luer lock syringe into the top two needle free valves.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
A 42490e product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample lot number was not available. The feedback provided by the customer states that, " could not inject via luer lock syringe into the top two needle free valves". Further information from the customer stated that oval (miss shaped) connector prevented syringe attachment to the patient line. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 42490e products in the past 12 months.